Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found an external insulation abrasion was noted at 11.8-12.2 cm, 14.6-15.6 cm, and at 17.1-17.2 cm from the connector pin consistent with lead friction to another device or feature of the heart.

Event description:
This report is to advise of an event observed during analysis.